Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was received for evaluation. No visual anomalies were detected in the visual inspection. The nt generator was connected to an external power source and the generator powered on successfully. The issue mentioned in the event description was able to be confirmed. The issue was isolated to an abnormal functioning of the rf control board. Replacing the rf control board resolved the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the cause for the reported event was isolated to an abnormal functioning of the rf control board.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, the generator shut off. The generator was restarted but the same issue occurred. The procedure was cancelled but there were no adverse consequences to the patient.